Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and calcification. Two zeta stents and three non-abbott stents were implanted in the long lesion, and the procedure was completed. The next day, the patient died. An autopsy was not performed and the cause of death is unknown. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect death is a known adverse event as listed in the multi-link rx zeta instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.5 x 38 mm zeta referenced is being filed under a separate medwatch report.